Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, lot# n276532004, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 96 mcg/day dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that during standard elective replacement indicator (eri) replacement of the pump, it was noted when pocket was opened that the catheter was cut (was not cut during surgery) and there was no cerebrospinal fluid (csf) flow. The hcp then opened the back and cut catheter in spine, but again there was no csf. Multiple attempts were made to aspirate the catheter, but were not successful. Therefore, a new catheter was implanted and the patient was started at 96 mcg.ml of baclofen. No patient symptoms was reported. The factors that may have led or contributed to the issue was reported "n/a". At the time of this report, the issue was resolved and the patient status was alive-no injury. On (B)(6) 2017, the rep reported that a patient went back in for follow up surgery as it was thought that there was a cerebrospinal fluid (csf) leak- but there did not appear to be a csf leak- cultures were sent off during procedure. Catheter was successfully aspirated and primed. No further complications were reported. Additional information received from the hcp via rep on (B)(6) indicated that the cause of catheter being cut and no cerebrospinal fluid (csf) flow was unknown.